Event description:
It was reported that the device had downstream occlusion error. Event occurred in a clinical setting recently on (B)(6) 2025. There was no adverse reaction or no need for medical intervention. There was unknown patient involvement, but no patient harm reported.

Manufacturer narrative:
B3: date of event was unknown. One device was received for investigation. The reported issue was confirmed. The root cause was not specified, and the downstream occlusion sensor was faulty. No faults could be replicated with the dso sensor. The device passed functional and accuracy testing. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.